Event description:
(B)(4). Initial report: this case was reported by a physician and involves a (B)(6) female patient. The patient had been treated with poly-l-lactic acid (sculptra) since (B)(6) 2004 for treatment of folds. In the same area, she had received (no time period given) injections with botulinum toxin (superfacial). The patient developed nodules in cheek area which was ongoing at time of report. This is all information received so far.